Event description:
This is the third of three reports on the same pt involving three events. This report is for the pt's pink eye. Refer to medwatch 9681121-2010-00055 for a description of the event for the first infection. Refer to medwatch 9681121-2010-00063 for a description of the event for the second infection. The pt posted in an internet blog on (B)(6) 2010 that following approx one month of contact lens wear, she has experienced two eye infections and pink eye. The internet blog posting was read by the device MFR on (B)(4) 2010. This event was identified from an internet blog. No contact info was provided, therefore no further f/u can be performed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a f/u medwatch will be filed. (B)(4).